Manufacturer narrative:
(B)(4). The device has been received but the eval is not yet completed. A f/u report will be submitted once the failure investigation is completed.

Event description:
Pt receiving epidural infusion for pain mgmt. The nurse noticed that pain medication was leaking from a hole at the end where the connector hub connects. Tubing needed to be changed. No pt harm was reported.